Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. It was also stated that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test, and was unable to prime during the prime test due to a loose drive support disk. The insulin pump had a missing end cap sticker.